Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a recent emergency room visit for low blood glucose and was in a diabetic coma. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer received a no delivery alarm and that the hospitalization event did not have anything to do with the pump. Further troubleshooting was declined by customer and only wanted to report this incident.